Event description:
According to the advocate, her son received blood glucose readings of 25 and 29mg/dl on the contour next link meter, re-tested on a different meter and the reading was 205mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.test strips and control solution were sent to the customer.product is not expected to be returned.